Manufacturer narrative:
The reported event of a sticky trigger was confirmed. Service evaluation found that the trigger would catch due to corrosion, but no run-on was observed. The device was repaired and returned to the customer.

Event description:
It was reported that at the user facility the device was getting stuck in forward and reverse, causing the device to continue to run after the trigger was released. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Event description:
It was reported that at the user facility the device was getting stuck in forward and reverse, causing the device to continue to run after the trigger was released. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.